Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. The evaluation determined the no image was caused by a faulty cable unit. In addition, the device evaluation determined the focus ring rotation was not smooth and the subject device was equipped with a non-olympus cable and video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when the hd camera head was connected prior to an unknown procedure, there was no video being displayed. The procedure was completed without delay using a similar device. There was no patient harm reported for this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined that the no image issue was caused by a faulty cable unit. It is likely that the image could not be projected because the cable broke, which prevented the ability of the device to carry out good energization. It is unknown how the able became broke. Olympus will continue to monitor the field performance of this device.